Event description:
Customer reported the system is displaying errors, shutting down, and the monitor connector is loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isolated interface board, repaired the monitor connector, the dicom connection, and reseated the keyboard connector. System operates as intended.